Manufacturer narrative:
Literature citation: van der heijden, liefke et. Al. ¿three-year clinical outcome of patients with coronary disease and increased event risk treated with newer-generation drug ¿ eluting stents : from the randomized dutch peers trial¿. Cardiology 2017; 137:207-217. Device is combination product. Device evaluated by MFR: device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported via literature that myocardial infarction, thrombosis and death occurred. Assessment of 3-year follow up data of high risk versus low to intermediate risk patients of the randomized dutch peers trial was conducted. Patients were treated with a promus element drug eluting stent or a non-bsc stent. Patient outcomes following stent implant included death, myocardial infarction, stent thrombosis, major adverse cardiac events (mace) and target vessel revascularization (tvr).